Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Catalog number s the us list number. The international list number is unknown. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Ulcer is a known complication of a j- tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 it was reported that the patient had a tube replacement performed. Further clarification received (B)(6) 2019 that the patient went to the emergency room and was told he had an internal ulcer and the internal tube was replaced. The patient was also being treated with oral antibiotic amoxicillin clavulanic for a stoma infection.

Manufacturer narrative:
Reference record (B)(4).

Event description:
After treating with omeprazole and dexketoprofen, the pain decreases.